Event description:
Customer reported trigger for reverse is stuck (blocked by lime scale deposit). All engine is dry (no oil) and extremely calcified. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed the reverse locking mechanism was blocked and engine is dry. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.